Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: beginning on (B)(6) 2016 ventricular sensing integrity counts (sics) up to 97; ventricular tachycardia nonsustained episodes and ventricular fibrillation episodes detected with evidence of lead noise and oversensing leading to an inappropriate shock. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days, and 2 or more high rate nonsustained episodes. Beginning on (B)(6) 2016, rv undersensing observed in save to disk data. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies. An x-ray confirmed a dislodgment of the right ventricular (rv) lead. Also noted were diminished r-waves and oversensing with double counting of sensing integrity counter (sic). The lead was turned off. The lead was, subsequently, repositioned and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.